Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). First/given name: not provided / unknown.

Event description:
It was reported implant was removed due to peri-implantitis. Patient also had periodontal abcess. Curettage was performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered certain® implant 3.25 x 11.5mm (item number xifnt3211) was received for investigation with a cover screw threaded in the drive feature. Visual evaluation of the as returned product identified minor signs of wear due to usage around the threads and the platform but no signs of significant damage or deformation. There was presence of bone residue around the external threads. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system for lot 201602161, one other complaint was identified (B)(4). Complainant reported bone loss. He reported devices were returned and the reported event is non-verifiable for device. Also picture or x-rays were not provided by the customer. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.